Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was dropping quicker than expected.  It was noted that the device previously in the past exhibited a high battery depletion that ended in reprogramming to lesser outputs.  This depletion has now been restored.  It was noted that the high current drain originated from the high outputs of the left ventricular (lv) lead.  Reprogramming was done again, and the device and lead remain in use.  No patient complications have been reported as a result of this event.